Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed he saw the sensor wire detach from the pod when he removed the sensor on (B)(6) 2013. He was not sure if the wire was actually broken, and there is no indication of wire in his skin. Patient was not in any pain.at the time of contact with dexcom technical support, patient reported that he was feeling fine. Patient did not report any injury or medical intervention.dexcom has issued an rga for patient to return the device to be investigated.